Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead showed intermittent capture threshold. Lead dislodgement was suspected; however, fluoroscopy showed the lead was still in place. The lead was repositioned on (B)(6) 2018. The asymptomatic patient was stable during and after the procedure.